Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a firing issue. Patient status was unspecified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric sleeve gastrectomy procedure, the reload failed to fire. The first firing was done 2 cm away from the pylorus. They then used another device to resolve the issue in order to complete the case. There was no patient injury.